Event description:
It was reported a polarity switch occurred due to lead impedance greater than 4000 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: e2sr01 implantable pulse generator (ipg), implanted (B)(6) 2006. (B)(4).

Manufacturer narrative:
Additional information received indicated there is a potential fracture of the outer coil, atrial lead oversensing and noise. Correction of serial number: information was received and noted that the initial information had an incorrect serial number. The serial number has been corrected. Concomitant products: product ID e2sr01, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. (B)(4).